Event description:
Reporting status: serious injury - required intervention. Reporting rationale; thrombosis requiring medical intervention. Device issue: none. It was reported that the pt was being treated for a spontaneous lad dissection, by the placement of another company's stent and a vision stent in the mid lad. Within the first eight hrs of the procedure, the pt presented with subacute stent thrombosis (sat), which was treated with balloon angioplasty. Approx 6 hrs after the ballooning, the pt was experiencing chest pain, which was treated with the placement of another stent overlapping the previously placed stents. The pt was discharged. No add'l event or pt info available.